Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of battery damage was confirmed and reproduced during product evaluation by baxter service personnel. The root cause was not identified. No further action was taken to fix the reported problem and the device was returned to the customer unrepaired. The user interface module software version for this device is colleague 2006 (5.09.90). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a malfunction of battery damage. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.